Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the battery support is loose and battery disconnects. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This dfm100 battery board assy s/n: (B)(6) was returned. The problem "cr. The battery support is loose, and the battery disconnect" was not verified in lab testing. The pca passed all tests. This pca ¿ no problem found.